Event description:
The event was initially reported to FDA for a zbis-12-61-41 graft that is registered for sale in the united states. However, the investigation found that was not the complaint device. Medical imaging was provided and reviewed by the medical director who confirmed the reported event was related to a device that is not marketed for sale in the united states. Therefore, this event does not meet the reporting criteria under FDA 21 cfr part 803. The primary indication was type a chronic aortic dissection with prior repair. On (B)(6) 2025, the day of the index procedure, medical imaging obtained at the completion of the index procedure showed a type ic endoleak at the zbis branch that was left open as staging. It was reported that there was a device compression to the right iliac limb most proximally. It was reported that there was a possible compression of the sma stent observed on cone beam CT. It was reported that the stent graft integrity issue did not lead to any medical problems or adverse events and that all target side branch stents were intact. It was reported that on (B)(6) 2025 there was splenic artery bleeding that resulted with an endovascular surgical procedure. The splenic artery was coiled centrally to the site of bleeding. It was reported that the secondary intervention was successful. It was reported that it was causally related to the procedure likely caused by guidewire perfuration during splenic artery stent placement. The patient has underlying genetic vasculopathy.

Manufacturer narrative:
The initial report was submitted for a zbis-12-61-41 graft that is registered for sale in the united states. However, the investigation found that was not the complaint device. Medical imaging was provided and reviewed by the medical director who confirmed the reported event was related to a device that is not marketed for sale in the united states. Therefore, this event does not meet the reporting criteria under FDA 21 cfr part 803.

Manufacturer narrative:
Please note that it is unknown what iliac component is related to the device compression.

Event description:
The primary indication was type a chronic aortic dissection with prior repair. On (B)(6) 2025, the day of the index procedure, medical imaging obtained at the completion of the index procedure showed a type ic endoleak at the zbis branch that was left open as staging. It was reported that there was a device compression to the right iliac limb most proximally. It was reported that there was a possible compression of the sma stent observed on cone beam CT. It was reported that the stent graft integrity issue did not lead to any medical problems or adverse events and that all target side branch stents were intact. It was reported that on (B)(6) 2025 there was splenic artery bleeding that resulted with an endovascular surgical procedure. The splenic artery was coiled centrally to the site of bleeding. It was reported that the secondary intervention was successful. It was reported that it was causally related to the procedure likely caused by guidewire perforation during splenic artery stent placement. The patient has underlying genetic vasculopathy.